Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) and reported a high blood glucose (bg) event. The patient indicated that after she changed her site and set on (B)(6) 2012, her bg began to elevate. On the evening of (B)(6), 2012, the patient's bg level was '530 mg/dl.' After bolusing with the pump at an unspecified time, her bg went down to '440 mg/dl,' and then '389 mg/dl.' An unspecified time later, the patient claimed that her bg rose to '600 mg/dl.' The patient was hospitalized for a bg level of '660 mg/dl' and symptoms of nausea and vomiting. She was taken off the pump during the hospitalization and treated with IV fluids and insulin. Through troubleshooting, the anm representative involved in this contact noted that there was no evidence of a mechanical issue with the patient's pump. The pump's bolus and tdd history added up correctly. Upon removing the pump's cartridge, the patient noted that half of the cartridge was filled with air. The patient's filling technique of the cartridge was reviewed. The patient was able to push the air out of the cartridge and perform the prime step. However, it is unknown at this time why the cartridge was filled with air. The patient denied having a site infection. She was using insulin at room temperature. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for hyperglycemia. The anm representative noted that the patient¿s high bg level was a result of having an air bubble in the cartridge. However, at this time, it is unknown if use-error and/or an actual cartridge malfunction contributed to the patient's injury considering it is unknown why the cartridge was half filled with air.

Manufacturer narrative:
(B)(4) - device evaluation: a retained cartridge sample from lot # b201748 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.